Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "oxygen supply failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the o2 mixer assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hi (B)(6), a customer had issues with their t1, below info, can you please advise: "· after several hours of successful use, the ventilator alarmed "oxygen supply failure", the oxygen cell failed as we hooked up to the aircraft oxygen. The internal calibration showed the 100% oxygen to be 36% oxygen. We hooked up to a different known tank (d tank we had used enroute that worked fine for transport) and this showed as a failure as well. We disconnected oxygen and attempted to calibrate the oxygen cell three times as well as re-booted the ventilator, with no success. The mission continued after troubleshooting and speaking with hugh. · second failure was the scroll wheel would not work and was sticking when being pushed to select.. We were unable to control or change any ventilator settings, fortunately we had the patient well dialed in before this in flight failure as this occured approx 30 minutes post departure. On arrival in (B)(6) and after patient handoff, restarting the vent of course the scroll wheel worked perfectly.....during the failure the screen/scroll lock was not active."